Event description:
It was reported that the lead was capped due to an insulation anomaly, noise and oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
New information received notes the lead was explanted, not capped as previously reported. Inappropriate atp therapy was also noted.

Manufacturer narrative:
A partial lead was returned in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.